Event description:
This ra lead was implanted on(B)(6) 2004 and remains implanted at this time. A call was place to technical services on (B)(6) 2016 stating that there is some undersensing. There is also an out of range ra pacing impedance of 2500 ohms but this was observed at the last in office follow-up on (B)(6) 2015. The physician was dr. (B)(6) at (B)(6) center (B)(6) campus) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).